Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is since (B)(6) 2020 as reportedly the issues were noted constantly after surgery. Telephone number: (B)(6). The lens is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was implanted with an intraocular lens (iol) in the left eye experienced visual issues such as blurry vision, halos and glare, pain, wavy lines and color issues. The patient was dissatisfied and it was indicated that the reported symptoms effected patient's normal daily activities such as driving and reportedly the patient was debilitated. The lens was explanted in a secondary surgical procedure and a competitor non-johnson and johnson lens was used as a replacement. There were no surgical interventions such as vitrectomy, incision enlargement or sutures required. It was confirmed that the patient is doing well and no injury was reported. It was noted that the lens was discarded. No further information was provided.